Event description:
Information received indicates the bed will not go into reverse trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the nurse control panel assembly. He replaced the nurse control panel assembly to repair the bed.